Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Additionally, a lot number of the test strip product was not provided and neither manufacturing record review nor testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Customers have been advised to work with their healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer.

Event description:
The event was reported after the patient received the inratio voluntary withdrawal notification. The patient purchased the inratio system in 2011. The patient was reported as receiving inratio inr results which "differed significantly from those obtained in laboratory test results." As the results consistently differed from the laboratory test results, the patent subsequently disposed of the inratio system.